Manufacturer narrative:
The customer returned the meter and three test strips. The customer's returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet specifications. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he received an error message, and then obtained questionable high results on capillary blood samples using a coaguchek xs meter, serial number (B)(4). The initial result was 5.8 inr. A minute later, he tested again on a different finger with a result of 4.4 inr. Both results were higher than his therapeutic range, so he reported them to his doctor. No adverse event occurred. The customer was feeling okay and did not need treatment. The customer¿s therapeutic range is 2.5-3.5 inr. The customer is not anemic, has no hematocrit issues nor antiphospholipid antibodies. He is not taking heparin or direct thrombin inhibitors. The meter and strips were requested for return, and replacement was sent. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.